Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and received replace battery now alarm. The customer reported blood glucose value of 40 mg/dl which did not require treatment. The event involved product(s) mmt-1884. The customer does not feel ok to troubleshoot. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for battery alarm. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned.

Event description:
Updated summary: customer called in regarding the ngp early battery depletion notification. He said he had a replace battery now alarm. Customer said had 2 instances of replace battery now alarm less than 8 hours after the low battery warning. Customer reported having a low blood glucose value of 40mg/dl on the same date as the alarm. Treatment for the low was not mentioned. Customer troubleshooted for the battery issue but declined troubleshooting for the low. Pump was used within 48 hours of the low. It was unknown if smartguard was used. Pump was discontinued and returned for analysis.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current, active current test and the dat test at 0.0871 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to care link and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of not found daily total of bolus insulin delivered. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was received with a scratched case and missing display window cover. On 11/30/2024 09:34:58.000 normal bolus delivered, normal bolus amount programmed: 76000 (7.6 u) bolus amount delivered: 76000 (7.6 u). In summary, customer allegation for pump possibly over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Power problem-battery loss confirmed. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.